Event description:
Leakage was observed during the patient's insulin injection at home. This lead to a blood sugar increase due to an incorrect dose injection.

Manufacturer narrative:
Leakage was observed during the patient's insulin injection at home. This lead to a blood sugar increase due to an incorrect dose injection. The production batch review showed no abnormalities or deviations from the validated manufacturing process for the main batch 221001. The pen needle has been tested according to iso11608-2:2012. All pens on the instruction for use are compatible with the pen needle. No leakage were observed.